Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a male patient. He was injected with 3 syringes of radiesse® into the chin, prejowl, malar, zygomatic region, and piriform fossa, on (B)(6) 2018. Radiesse® was diluted with 0.5 ml of lidocaine. Needle used for injection was a 25 g cannula. On the same day, the patient was injected with sculptra®, into the cervical region. The patient had no previous treatments with fillers or other aesthetic methods. He had no allergies and was a non-smoker. The patient's medical history was reported as none. In (B)(6) 2018, after the radiesse® treatment, the patient developed an area of vascular suffering on the chin, with pustules, some exulceration and ecchymosis area. Corrective treatment included an application of 1500 units of hyaluronidase, viagra, pentoxifylline, acetylsalicylic acid, prednisone and ciprofloxacin. Systemic antibiotic was prescribed for treatment. On (B)(6) 2018, the patient was due to start a hyperbaric oxygen therapy. The outcome of the events was reported as resolving. As reported, it was unknown if the events were permanent. In the opinion of the reporter, the events were not life-threatening and related to radiesse®. Follow-up information was received on (B)(6) 2018: events 'pustules', 'exulceration' and 'ecchymosis' were deleted. Event 'vascular suffering' was changed to 'vascular occlusion' and re-coded accordingly. Event 'necrosis' was added. It was confirmed that injection site piriform fossa was the area on the base of nostrils. The event 'vascular suffering' was specified as 'vascular occlusion'. It was confirmed that the patient also developed necrosis. He started hyperbaric oxygen therapy and no further corrective treatment was performed apart from the previously reported ones. The patient was completely recovered in 2018.